Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal, and a damaged battery door. Functional testing was unable to verify or duplicate the reported problem. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a faulty air sensor. There was unknown patient involvement.